Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), gastrointestinal disorder ("injuries/symptoms: gi conditions") and alopecia ("injuries/symptoms: hair loss") and was found to have hormone level abnormal ("injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, hypersensitivity, gastrointestinal disorder, hormone level abnormal and alopecia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, breakage, migration, perforation: fallopian tubes, gi conditions, hormonal changes, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), gastrointestinal disorder ("injuries/symptoms: gi conditions") and alopecia ("injuries/symptoms: hair loss") and was found to have hormone level abnormal ("injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, hypersensitivity, gastrointestinal disorder, hormone level abnormal and alopecia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, breakage, migration, perforation: fallopian tubes, gi conditions, hormonal changes, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, breakage, migration, perforation: fallopian tubes, gi conditions, hormonal changes, hair loss. Reporter information, date of birth, events outcomes, essure removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.